Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was scheduled to undergo a wound revision due to their neck area being red and puffy. When the patient was brought into surgery for the wound revision, the wound was found to be infected. The surgeon did a deep clean and the patient was placed on IV antibiotics for a week. Device history records confirmed the lead was hp sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent explant surgery. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Additional information received reporting that the patient now has an infection at their generator site and is going to undergo surgery to have it explanted. No known surgical intervention has occurred to date.